Manufacturer narrative:
Vyaire medical file identification: com (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator has no ac power getting to the unit and the touch screen is no longer works. The customer confirmed that there is no patient involvement associated with this reported event.